Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. Reportedly, the customer was using a g5 transmitter with a g4 pump. No additional patient or event information was available.